Manufacturer narrative:
(B) (4). The plan to check the sys is currently under negotiation with the customer.

Event description:
The customer reported that the system did not boot up normally. Several messages displayed on the monitor; the messages had never been seen before. Also, the system froze. No pt injury was reported.